Manufacturer narrative:
Na.

Event description:
The customer received a questionable high albp albumin bcp result for one patient sample and a questionable low ureal urea/bun result for one other patient sample. Of the data provided, only the albumin result was discrepant. The initial albumin result was 6.5 g/dl and the repeat result was 4.5 g/dl. The erroneous result was not reported outside of the laboratory. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found there was misadjustment of the sample probes to the rinse station and the probes were not getting washed correctly. He performed adjustment and an alignment check of the sample probes. He ran precision checks and the customer verified control results were within specifications. No further issues were reported after the service visit.